Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined through this evaluation. Evaluation of the submitted controller event log file confirmed 119 pi events in approximately 75 minutes on 05dec2023. It should be noted that pi events cause the pump speed to decrease to the low speed limit, per design, and slowly ramp back up. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, along with section 6, ¿patient care and management¿, outline pump parameters, including pump speed. The IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in rpm. This value matches the actual speed within ±100 rpm under nominal conditions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having many pulsatility index (pi) events and some suction events were suspected. The speed was decreased from 5600 to 5400 rotations per minute (rpm) and the patient was given hydration. An echocardiogram (echo) was planned for later that day. Log files captured a few low flow flags on 05dec2023 that did not persist for long enough to trigger a low flow alarm. Pulsatility index (pi) events were also noted.